Event description:
It was reported that during a laparoscopic sigmoidectomy with reconstruction of the intestinal tract, the procedure was extended by 20 minutes due to issues encountered after firing the stapler. After the end-to-end anastomosis was completed, the wing nut was turned clockwise twice, and a little push inside was done in order to tilt the anvil. Consequently, the user begins to pull carefully (without turning the stapler) and in this movement, a "click" sound was heard. Upon intraoperative assessment, including revision of the anastomosis and inspection of the donuts, it was found that the proximal quarter (anterior aspect) of the anastomosis was completely opened, which occurred at the lower stump and had a v shape. An opened window was present on the frontal side of the sigmoid bowel. Manual suturing of the lower stump as well as the contour of the circular anastomosis was required to repair the open bowel.

Manufacturer narrative:
Additional information: b5, e1 (prefix), e3, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the staple line was incomplete and the instrument made strange noise. The reported issues could not confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic sigmoidectomy with reconstruction of the intestinal tract, the procedure was extended by 20 minutes due to issues encountered after firing the stapler. After the end-to-end anastomosis was completed, the wing nut was turned clockwise twice, and a little push inside was done in order to tilt the anvil. Consequently, the user begins to pull carefully (without turning the stapler) and in this movement, a "click" sound was heard. Upon intraoperative assessment, including revision of the anastomosis and inspection of the donuts, it was found that the proximal quarter of the anastomosis was completely opened, and an opened window was present on the frontal side of the sigmoid bowel. Manual suturing was required to repair the open bowel as a surgical intervention.